Event description:
During baxter's eval, a spectrum pump had system error 105. There was not pt involvement.

Manufacturer narrative:
Manufacturer ref: (B)(4). Baxter received and evaluated the device. The system error 105 occurred while trying to run an infusion thereby confirming the customer's allegation. The issue was determined to have been caused by a seized motor. The motor assembly was replaced.